Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by fever and cold. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized and began treatment with vancomycin injection (1g every 4th day, ongoing, route not reported) and meropenem injection (1g per day, ongoing, route not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.